Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the breakout box (bob) was malfunctioning. In preparation for a case the system's bob was not recognizing instruments plugged into several ports, specifically ports 1 and 3. Port 3 also reportedly had its yellow light illuminated even when no instrument was plugged in. The site was able to move forward with the case by plugging the instruments into different ports. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, lot number: 1600812920 h3/h6: the system was serviced in the field. The breakout box was replaced. Codes b01, c02, and d02 apply. Analysis was completed. The reported issue was confirmed. Ports 1, 3, and 5 were non-functional, with no led response on ports 1 and 5 when a tool was connected, and port 3 showing a constant amber led upon power-up but failing to operate. Ports 2, 4, and 6 were functioning normally. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.